Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter (beta bionics representative), on approximately on (B)(6) 2025, the patient was having their ilet data prepared for their provider visit. Upon examination of the data, it was discovered that the patient was experiencing prolonged hyperglycemia. A representative reached out to the patient, who reported that she was not feeling well since the previous day. The patient has not checked her bg values. The patient ate cereal, drank coffee with sugar, and may have had about ½ gallon of juice sometime since issues arose. She doesn't remember events from yesterday due to memory loss concerns. The patient¿s nephew reported hearing alarms over the last day or so and had been encouraging her to drink orange juice. The bg reading during phone call report was high (no value reported). At the time of the report they were on their way to the provider¿s office for an infusion set change and dexcom replacement and declined to use treatment for hyperglycemia. The patient arrived for visit with hcp office shortly afterwards, where supplies were changed and sensor replaced, and insulin restarted. Patient was drinking water and left the provider¿s office and still experiencing hyperglycemia. The patient went to the emergency room (ER) but there was no medical intervention nor treatment documented. It was confirmed that the patient didn't experienced diabetic ketoacidosis. In the follow up it was confirmed that the bg trended down after ER visit. There were no cgm nor bg values reported. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.